Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images show preoperative films show mildly osteoporotic lumbar spine with most pronounced degenerative arthritis at l5 with reported, grade one spondylolisthesis at l5/s1 and reported spinal stenosis from l2 to l5. Postoperative films show l1 to s1 fusion without interbody cage support and pedicle screws at all levels. Subsequent films show no significant changes although loosening of the s1 screws with pseudoarthrosis is reported. The risk of this could have been minimized with a shorter construct and interbody column support at l5.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.